Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated since the ins was replaced it was put in the same pocket but deeper was so bad patient cannot go up and down steps. Caller stated the hcp told her it was because she bent over wrong blaming the patient. Patient stated it was getting progressively worse and worse it hurts to go up the stairs and down stairs and walk. Patient stated she had a bladder installation last wednesday and at that appointment the physician assistance (pa) stated it was out of the pocket. Patient stated she emailed healthcare provider (hcp) but did not hear anything back. Patient stated the ins site was not red around the area. The other hip and leg are fine. Patient stated she has gained weight, she cannot get up and move like she needs to with the hip and leg pain. Caller said patient has been very careful not to bend wrong. No further complications were reported /anticipated.